Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. This device was subsequently reprogrammed to the primary vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.